Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem inserter. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Instrument malfunctioned during use.

Manufacturer narrative:
An event regarding an instrument malfunction involving an unknown stem inserter was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was provided for review. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review.

Event description:
Instrument malfunctioned during use.